Manufacturer narrative:
Upon further review of the MDR, a typo was identified in the initial report. The initial report inadvertently reported that "there was incision enlargement"; when in fact the customer reported that "there was no incision enlargement" for this event. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 21.5 diopter intraocular lens was explanted. Through follow up it was learned that there was incision enlargement, no vitrectomy and no patient post-op injury. No further information was provided.

Manufacturer narrative:
Additional patient information was received and it was learned that this event involved a (B)(6) year old female patient's left eye. Age/date of birth: (B)(6) 1950. Gender/sex: female. Device available for evaluation ¿ yes, returned to manufacturer on 2/16/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed with scratches (cosmetic damages) on the optic zone. There was no additional damage detected on the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.